Manufacturer narrative:
Sc-1100 (sn (B)(4)) device evaluation revealed that the complaint was not verified. Upon receiving, the ipg measured 3.76 volts, and it was fully charged to 4.03 volts in one cycle. The battery depletion and sleep current rates were within the expected ranges, 10.08 mv and 87 ua respectively when the device was turned off. The patient data indicated that the battery had not been fully charged by the user (3.6 volts), which requires more frequent battery recharging. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.